Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 290 mg/dl while wearing the pod for more than 48 hours. When removed from the infusion site (leg), the pod's cannula was found bent. The cannula was leaking insulin as well.

Manufacturer narrative:
A leak test was performed on the device. No leaks were observed. No damages capable of causing leaking during wear were observed. Blood was observed on the adhesive pad. No damages capable of causing the bleeding were observed. The cause of this event cannot be determined. No bends nor kinks were observed to the soft cannula.